Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "needing calibration" was confirmed and reproduced. The root cause was attributed to an air in line board failure. The air in line printed circuit board was replaced to fix the problem. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump which needed calibration. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.